Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the pulse generator changeout. The device went into backup vvi operation prior to the procedure. The device was explanted and replaced successfully. No patient symptom was reported.